Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had squirted insulin out of infusion set while priming. The customer blood glucose level was unknown. The customer stated that the insulin pump had unexplained no delivery alarm and battery life was diminished. The customer also stated that the insulin pump screen was worn and rainbow effect on the screen. The insulin pump will not be returned for analysis.